Event description:
It was reported that a user on the ilet system experienced hyperglycemia with a reported blood glucose of 401 mg/dl, and the user noted a leaking cartridge; troubleshooting and education were provided. Symptoms included high blood glucose. Outcomes included the need for user troubleshooting without medical intervention or hospitalization. Investigation included product troubleshooting and user education. Investigation of this case revealed a suspected cartridge leak consistent with a device or component integrity issue associated with the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was a device component problem related to the cartridge. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.